Manufacturer narrative:
Investigation: per the customer, the patient received 2gm ca gluconate during procedure pre-planned. The patient was a part of spd/save study. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that 77 minuts into a therapeutic plasma exchange with a secondary plasma device (tpe-spd), a patient became hypotensive (bp 78/52). The procedure was paused and a saline bolus was given (200mls). Her blood pressure responded and the procedure was continued, but shortly after, at 88 minutes, the patient became hypotensive again (bp 62/46). The procedure was paused again and another saline bolus (200mls) was given, but then decided to stop the procedure. Rinseback was completed and after the blood pressure (bp) came back up. Approximately 0.8 plasma volumes were treated. Per the customer, the patient is in poor condition and was in poor condition prior to the procedure. The disposable set is not available for return because it was discarded by the customer

Manufacturer narrative:
This report is being filed to provide additional information in e.3, h.6 and h.10. Investigation: the disposable set was not available for return. A disposable complaint history search for lot 2009243330 found no other reports of death. Semi-annual preventive maintenance was completed on 03/01/2021 and verified the device was operating per manufacturer specifications. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf, images and alarms associated with this adverse event do not indicate any issues or unusual alarms. The optia system operated within the safety limits and did not show any unusual signals. The optia system operated as intended. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: per internal medical review and analysis, the device did not cause or contribute to this incident. Root cause: a definitive root cause for the reported patient death could not be determined; however, based on customer statements, it was related to the patient's pathological medical condition.

Event description:
Upon follow up with the customer, the customer reported that after the aborted tpe-spd, they decided to try continuous veno-venous hemodialysis (cvvhd) later that day and had the same hypotensive response. They withdrew care, and shortly after, the patient passed away. There is no allegation that the device caused or contributed to the patient death.

Manufacturer narrative:
Investigation: upon follow-up, it was reported that the customer didn¿t want to start inotropes so they tried to give some bolus¿s to attempt to keep the patients¿ blood pressure stable. Investigation is in process. A follow up report will be provided.